Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure in uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent hysterectomy,salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2016 plaintiff underwent hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in october 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device in uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain and hair loss. Concomitant medication updated. Event outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure in uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removed") in a 30-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, urinary tract infection, cholelithiasis and cholecystitis. Concomitant products included diazepam (valium), ibuprofen (motrin), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and allergy to metals ("nickel allergy") and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (n (B)(6) 2016 plaintiff underwent hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and on (B)(6) 2016 plaintiff underwent hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache and fatigue outcome was unknown, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased and alopecia was resolving and the cholecystectomy, endometriosis and allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cholecystectomy, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: resulted in fallopian tube left, right, endometrium lesion left fallopian tube with benign paratubal cyst. Right fallopian tube without significant histopathological change. Endometrial biopsy ¿ endometriosis with associated dystrophic calcification. Presents for nickel patch test. Positive patch test nickel, gold, cobalt ovindine.; on (B)(6) 2018: microscopic diagnosis: gallbladder laparoscopic cholecystectomy. Focal very mild chronic cholecystitis. No gallstones present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs & mr received. Reporter's information was added. Added event endometriosis, nickel allergy, gallbladder removed. Lab data, concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure in uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium), ibuprofen (motrin), medroxyprogesterone acetate (depo-provera), oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2016 plaintiff underwent hysterectomy,salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2016 plaintiff underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache and fatigue outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on 10-oct-2013: total bilateral occlusion on (B)(6) 2016 patient had surgical pathology report resulted in fallopian tube left, right, endometrium lesion: left fallopian tube with benign paratubal cyst, right fallopian tube without significant histopathological change, endometrial biopsy ¿ endometriosis with associated dystrophic calcification. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-jul-2018: plaintiff fact sheet received. New reporter added. Event onset dates added. Events apareunia (inability to have sexual intercourse), migraines, headaches and fatigue added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.